Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was visually inspected for any damage that would have led to the tubing set fluid leak allegation seen in the field. It was found that the device has the irrigation tube partially detached, consequently confirming the reported complaint. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during the preparation of a pulmonary vein isolation (pvi) procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Flow rate was 60ml/min. Fluid was leaking from the proximal end of the handle shaft while flushing the catheter. No damage to the luer was noted. No error messages displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during the preparation of a pulmonary vein isolation (pvi) procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Flow rate was 60ml/min. Fluid was leaking from the proximal end of the handle shaft while flushing the catheter. No damage to the luer was noted. No error messages displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.